Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from 3.5 years to 1.5 years in a span of 1 year. Engineering analysis determined that the device exhibited premature battery depletion (pbd) in a manner consistent with the lv capacitors advisory. There is no intervention information available to date and the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from 3.5 years to 1.5 years in a span of 1 year. Engineering analysis determined that the device exhibited premature battery depletion (pbd) in a manner consistent with the lv capacitors advisory. Additional information from the field was received indicating that normal follow up until elective replacement indicator (eri) was planned.. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window. This particular device was not included in the advisory population.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculation from 3.5 years to 1.5 years in a span of 1 year. Engineering analysis determined that the device exhibited premature battery depletion (pbd) in a manner consistent with the lv capacitors advisory. Additional information from the field was received indicating that normal follow up until elective replacement indicator (eri) was planned. No adverse patient effects were reported. Additional information was received indicating that the device was explanted and was returned to the laboratory for analysis. No additional adverse patient effects were reported.